Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they can feel a very hard pulse beat near pacemaker, flutters and shakes clothes. The clinic was contacted and they stated that the patient has not reported any issues and has not contacted them since last seen in their office 2 weeks before the patient reported the symptoms. At that time there was normal pacemaker function. The clinic will try to arrange a phone transmission with the patient. The device remains in use. No further patient complications have been reported as a result of this event.